Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 2 instances of battery compartment with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 41 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, 25 were found to be malfunctioning due to battery compartment damaged and moisture ingress. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. In q1 2017 there were 6 additional instances of battery compartment w/moisture failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 41 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 50-192 pounds and between 7 and 70 years of age. Of the reported patients, 13 were male, and 28 were female.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016- this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 25 instances of battery compartment with moisture failures found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.